Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In in-coming inspection at distribution, it was found that the batch number of the label on package and inner blister do not correspond. No patient involvement, adverse consequences, delay or medical intervention.

Manufacturer narrative:
The reported event that locking screws,cross-pin,self-t,1.7x10mm was alleged of 'mix-up' could be confirmed. Based on investigation, the root cause was attributed to be manufacturing related. The failure was caused by an inadequate line-clearance process. The investigation has shown that the line-clearance process was not clearly followed (previous left over labels had not been disposed). Note that a corrective action had been initiated by CAPA in order to address this occurrence. The DHR of both lots was checked, no issue identified. For the po (B)(4) (53-17010s lot 1000243826), 62 pieces was produced. 1 pieces was destroyed by the incoming inspection. 61 pieces was shipped to japan. For the po (B)(4) (58-17010s lot 1000243845), 96 pieces was produced. 1 pieces was send to the laboratory by the company medipack for bioburden testing. One screw was used for bioburden monitoring before starting the packing process. There were 95 packs packed by supplier. The standard-process for labeling is to print 5 labels more than the po quantity. (B)(4) labels have been printed the 1st label and the last one (number 101) ared used for documentation. The label number 2 to 96 are on the 95 packed parts located in (B)(6). Normally the label 97 to 100 should have been scrapped by supplier medipack. The investigation shows that at least one of those 4 labels has not been scrapped according process specification. In case that the 95 products of part number 58-17010s remain on stock at freiburg and the whole quantity from the part number 53-17010s have been shipped by the same customer ((B)(6)) and the shipment complained is the last shipment received by japan we can eliminate the risk of further product escape. A review of the labeling did not indicate any abnormalities. No indications of material or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
In in-coming inspection at distribution, it was found that the batch number of the label on package and inner blister do not correspond. No patient involvement, adverse consequences, delay or medical intervention.